Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed, no errors were observed. Functional testing and pairing test were unable to be performed due to perpetual rebooting. The reported event of loss of connection was not confirmed. A root cause could not be determined.